Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. During the initial implant procedure, the main body was optimally positioned under the right renal artery with the stent graft markers at the level of the right renal ostium, and polymer time was 20 minutes after mixing. It was reported that as the delivery system was pushed up around the balloon marker on the sealing ring, the main body deployed from the anchor zone at the level of the right kidney and could no longer be positioned distally. The right kidney, however, was perfusing. No further intervention was performed.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported malposition of the radiopaque markers and polymer rings is confirmed. The reported right renal ischemia is refuted; there was a right accessory renal artery which may be providing perfusion to the right kidney. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a (non-device-related) type ii endoleak (from the lumbar artery) occurred that was not included in the event as reported. This finding was discovered during an examination of the post-implant CT (computed tomography) scan. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. During the initial implant procedure, the main body was optimally positioned under the right renal artery with the stent graft markers at the level of the right renal ostium, and polymer time was 20 minutes after mixing. It was reported that as the delivery system was pushed up around the balloon marker on the sealing ring, the main body deployed from the anchor zone at the level of the right kidney and could no longer be positioned distally. The right kidney, however, was perfusing. No further intervention was performed. Additional information received per clinical assessment refuting the reported right renal ischemia, and confirming the presence of a type ii endoleak (non-device-related).